Manufacturer narrative:
Correction: please retract this report 2017865-2023-42826, the same event was previously reported as 2017865-2023-42826.

Event description:
It was reported the patient presented with an atrial lead that exhibited noise. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.